Manufacturer narrative:
50 opened 1.2mm db angled side port knives, in blisters, with tip protectors were received for the report of blunt knives. A sample plan of 13 randomly knives were selected. Those 13 samples were visually inspected and all were found to be conforming. Functional penetration testing was then performed and samples 2-5, 7-10, and 13 were found to be conforming and samples 1,6,11, and12 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples 1,6,11 and 12 were found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned opened samples 2-5, 7-10, and 13 were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 2-5, 7-10, and 13 met specification and a nonconformance investigation was completed to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration values found on samples 1,6,11 and 12. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fifty ophthalmic surgical knives are blunt before cataract surgery. The surgery was completed on the same day. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).